Event description:
The patient stated that they received the field safety notification and wanted to share an event from this past august that they did not report at the time. The patient mentioned that in (B)(6) 2025 they were admitted to the hospital because they were experiencing high blood glucose (bg) levels, and the pod was not delivering insulin correctly. The patient¿s bg levels were reported to be 600 mg/dl while wearing the pod on their abdomen between 24 and 36 hours. The patient stated they recalled a distinctive smell of insulin while wearing the pod. The patient began feeling faint, nauseous, and then started to have headaches. The patient reported they went to the hospital on(B)(6), 2025, and were admitted. The patient was diagnosed with diabetic ketoacidosis. Treatment included intravenous fluids the entire time of the hospital visit. The patient mentioned they could not drink or eat anything. The patient was also treated with medication for headaches, manual insulin injections, and constant monitoring. The patient was discharged from the hospital on (B)(6), 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.